Event description:
Additional information: no autopsy was performed and the pump will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
A full analysis of the pump could not be conducted and a root cause for the reported event could not be conclusively determined, because the pump was not returned for evaluation and an autopsy was not performed. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2014. It was reported that a contrast CT scan was performed, and thrombus in the outflow graft was noted. The outflow graft was approximately 90% occluded. It was reported that it was known that the inflow conduit was also malpositioned, and was likely due to the patient being wheelchair bound. The hospital staff was monitoring the situation as the patient was not a surgical candidate due to his progression of multiple sclerosis. The patient was found to be in cardiogenic shock but since he was not a surgical candidate, his pump could not be exchanged.

Manufacturer narrative:
(B)(4).the pump was not returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.